Event description:
Same event as MFR report#: 6000130-2007-00179. It was reported that during an angioplasty procedure, the removal difficulties were experienced. The 100% stenotic lesion was located in the calcified right coronary artery (rca). The 20mm x 1.5m maverick2 monorail balloon catheter was inflated to 12 atms and fully deflated. Upon withdrawal, removal difficulties were experienced and the physician "tried to maneuver it forward and back", however; "the balloon was like stick to the [choice] guide wire". Both devices were removed together as a unit. The procedure was successfully completed with another of the same device. No patient complications were reported. Patient status is reported as "stable".

Manufacturer narrative:
.